Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt's monitor displayed a service code 107 and then froze. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 107, won't power up) has been confirmed. Upon investigation, the monitor was resetting. The monitor passed a flash test and the flash memory was reprogrammed. After reprogramming the flash memory, the monitor was fully functional. The cause for the resets was defective flash programming. The root cause for the corrupt flash programming could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.